Event description:
Pt underwent rf ablation procedure to his right leg in 2006. Bilateral small pulmonary embolism. Multifocal nonspecific infiltrates (atypical etiologies could be considered). Mediastinal and perihiler adenopathy. Physician stated event was not device related. Last follow-up visit was 19 days later.

Manufacturer narrative:
No malfunction was reported. The product was not returned.no malfunction was reported. The product was not returned.